Event description:
It was reported that the handheld device would no longer hold a charge and would power off once disconnected from the power adaptor. No mishandling of the device was reported. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis for the handheld was completed and approved on (B)(6) 2015. An analysis was performed on the returned handheld and the reported allegation was not identified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the main battery was installed backwards. As a result, the handheld could not charge or be powered using the main battery. Also it was identified that the serial cable was unable to provide power to the handheld. The cause for the anomaly is associated with an open electrical connection in the power cable portion. As a result of the open wire connection, the handheld was unable to receive power from the ac adapter. No other anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.